Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that a surgical intervention occurred on 09 nov 2021 wherein the leads were attempted to be repositioned but was unsuccessful. Lead migrated and was left at t9. No further intervention is planned.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number 3006705815-2021-05346. It was reported that the patient was experiencing ineffective therapy due to high impedance. As a result, surgical intervention is pending to address the issue.